Manufacturer narrative:
Article citation: kennedy, alasdair, et al. ¿aqueous misdirection syndrome following ab interno gelatin stent can be managed successfully with anterior vitrectomy approach.¿ european journal of ophthalmology, 2021 apr;31(1_suppl):16-19. Doi: 10.1177/1120672120979196. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Multiple requests for further information have been made. Allergan has received no response from the authors.

Event description:
The following events were noted in the article, "aqueous misdirection syndrome following ab interno gelatin stent can be managed successfully with anterior vitrectomy approach." European journal of ophthalmology 2021, vol. 31(s1) 16-19. A patient experienced intraocular pressure (iop) of 54 mmhg and a very shallow anterior chamber, more so than pre-operatively with iridocorneal touch. Patient was diagnosed with aqueous misdirection syndrome (ams) that occurred day 4 post-operation. Treatment of topical prostaglandin analogue, beta-blocker, carbonic anhydrase inhibitor, and cycloplegic with short course of oral carbonic anhydrase inhibitor but anterior chamber remained shallow. Two weeks later, nd:yag laser iridozonulohyaloidectomy was performed, with slight reduction in iop. Then a posterior vitreous detachment was observed. Two weeks later, patient underwent a successful anterior vitrectomy. Viscoelastic was injected to maintain the anterior chamber. A broad peripheral iridectomy was performed and event resolved.